Event description:
Customer reports that the newly inserted sensor was felt at the back of the knee. Customer inserted sensor on her love handles instead of in the abdomen. Customer was advised that since sensor was being worn off lable that it could not be replaced. Customer states she was advised by trainer not to insert in the abdomen, but to insert in the love handles. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.